Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range pace impedance measurement on the right ventricular (rv) channel. The specific impedance measurement value was not available. The boston scientific representative (rep) indicated that the issue appears to be due to the rv lead or the rv lead and ICD device interface. The rv lead is not a boston scientific product. The rv pace impedance measurements were noted to be normal after this single out of range measurement. It was indicated that the clinic plans to continue to follow the patient using remote monitoring and there is no intervention planned at this time. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).